Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex device was returned for analysis, stuck inside the phenom 27 catheter, inside an open pipeline flex inner pouch, inside a sealed biohazard bag, and inside a shipping box. Damaged location details: the pipeline flex tip coil was in good condition. The distal and proximal dps restraints and dps sleeves were intact, with no damage noted. No defects were found on the re-sheathing marker and re-sheathing pad. The distal hypotube was stretched. The pusher wire was in good condition. The braid¿s distal and proximal ends were open and frayed. The phenom 27 catheter tip and marker were examined, and no damage was noted. The catheter body was accordioned at ~5.0 to ~6.0cm from the distal tip. No voids or flashes were noted on the catheter hub. No other anomalies were found. Testing/analysis: the pipeline flex device was removed from the phenom 27 catheter lumen without difficulty. The phenom 27 catheter¿s total and usable lengths were measured within specifications. The catheter was flushed with water and was found patent. The catheter was tested by running an in-house 0.026-inch mandrel through the hub without issues; however, resistance was observed at damaged locations. Conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ report could not be confirmed, as the braid¿s distal and proximal ends on the returned pipeline flex device were open and frayed. However, the cause of the failure to open could not be determined. Possible causes of failure to open include vessel tortuosity, the user deploying the braid into a vessel bend, and braid damage. In this event, the customer stated that the vessel's tortuosity was minimal and the pipeline had not been placed in a vessel bend, which rules out vessel tortuosity and the user deploying the braid into a vessel bend as potential causes. Therefore, braid damage could have contributed to the failure to open. The braid can be damaged by over-manipulation, re-sheathing more than twice, deployment techniques, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. However, the cause of the braid damage could not be determined. There were no complaints about the returned phenom 27 catheter; however, the catheter body was damaged. The damage noted on the braid (fraying), dis tal hypotube (stretched), and catheter (accordioned) indicates that high force was used. The damage likely occurred when the customer attempted to advance/retrieve the pipeline flex device through the phenom 27 catheter against resistance. However, the cause of the resistance could not be determined. Possible causes of resistance include a lack of continuous heparinized saline flush during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the failure to open/damage/resistance was not determined. The pipeline had not been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (230602991); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open in the distal section, encountered resistance during retrieval inside the phenom 27 microcatheter, and was found damaged. The patient was undergoing surgery for treatment of a saccular, unruptured, lateral aneurysm was located in c6 ophthalmic artery with a max diameter of 3.7 mm and a 4.1 mm neck diameter. Landing zone: distal: 3.5 mm and proximal: 4.1 mm. The accessed vessel was the femoral artery with a diameter of 7 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure was normal. It was reported that the patient had a lesion at the lateral wall of the ophthalmic segment c6. After placing the phenom 27 at the end of the m1 segment, a ped 4-20 was prepared according to the standard procedure. The stent was then delivered to the straight portion of the m1 segment for deployment. During deployment, it was found that the distal 3 mm of the stent could not be properly opened. The middle segment of the stent could be opened without issues. The operator then attempted to retrieve and redeploy the stent, but during retrieval, the stent could not be fully retrieved into the phenom 27 catheter. Subsequently, the entire microcatheter and stent were removed together. Upon inspection outside the body, damage was found at the distal end of the stent. Finally, a new set of phenom 27 catheter and ped 4-18 was used instead, and the procedure was completed successfully. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a ton-bridge microcatheter, stryker guidewire.